Event description:
No additional information.

Manufacturer narrative:
To aid in the investigation of this issue, three (3) physical catheter samples were received for evaluation by our quality team. The samples were unused and within sealed packages. Through examination of the samples, no defects or abnormalities were identified. However, based on the examination of the returned affected picture sample, the catheter was observed wrinkled with tip damage, confirming the reported incident. A device history record review was completed for provided material number 381112 and lot number 4298768. The review did identify records of poor catheter tip performance in the related machines, which may have contributed to this reported incident. It is worth noting that adjustments were made related to the catheter tip to improve the catheter quality. These adjustments were performed by operators/preparers in the manufacturing areas. It is most probable that the observed catheter defect resulted during the catheter pointing stage in the tipper machine. According to the corrective maintenance order, adjustments were made to the machinery to mitigate this issue. Actions are being addressed for the issue of catheter tip defect in a corrective and preventive action plan at this time.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd angiocath catheter defective. The following information was provided by the initial reporter: the customer complained that it was difficult to insert the angiocath to the patient. The user reported that they found difficulty while inserting the angiocath to patient, but they did not find any issue on the device before insertion by visual check.